Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. Office visit notes also report a history of dislocations. The patient's shell, liner, and head were revised. Reason for shell revision was not reported to the rep, but some wear of the liner was noted intra-operatively. Rep provided office visit notes and reported that no further information will be released by the hospital or surgeon and reported that no further information will be available.

Event description:
It was reported that the patient's right hip was revised due to instability. Office visit notes also report a history of dislocations.the patient's shell, liner, and head were revised. Reason for shell revision was not reported to the rep, but some wear of the liner was noted intra-operatively. Rep provided office visit notes and reported that no further information will be released by the hospital or surgeon and reported that no further information will be available.

Manufacturer narrative:
Updated the implant date. Reported event: an event regarding instability involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, cannot confirm event, need additional information; revision operative reports, additional serial dated x-rays and examination of explanted components. Device history review: could not be performed as the device lot code was not provided. Complaint history review: could not be performed as the device lot code was not provided. Conclusions: it was reported that the patient's right hip was revised due to instability. The patient had a history of dislocations. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event can not be confirmed nor the exact cause be determined because insufficient information was available with stryker. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.